Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had absence of insulin flow block alarm and cannula was bent. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was performed high pressure test. Customer was advised to change entire set, reservoir, insulin and treat as per health care professional's. The insulin pump will not be returned for analysis.